Manufacturer narrative:
A supplemental report will be submitted when additional information becomes available. Device not available.

Event description:
A few days after the patient had a mako hip surgery done, the patient returned to have the stitches removed. When the nurse asked the patient to sit low on a couch, the patient's hip became dislocated.

Manufacturer narrative:
Reported event: an event regarding a patient dislocation involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 177 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding hip dislocation. There were 24 other reported events for the listed catalog number (B)(4). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values was performed, and the verification values were found to be within acceptable tolerances. No sign from the system log can be noticed that may cause the dislocation after the surgery. The data at this time shows that the mako robot operated as expected. No system defect or malfunction is suspected.

Event description:
A few days after the patient had a mako hip surgery done, the patient returned to have the stitches removed. When the nurse asked the patient to sit low on a couch, the patient's hip became dislocated.